Event description:
It was reported that shaft break occurred. During unpacking of a 4.0mmx60mmx135cm (4f) fg sterling balloon catheter, it was found that the balloon was broken. The device was never used inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR. : returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual inspection revealed that the guidewire lumen within the balloon was curved with a wavy appearance and the balloon is deformed. Microscopic examination no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During unpacking of a 4.0mmx60mmx135cm (4f) fg sterling balloon catheter, it was found that the balloon was broken. The device was never used inside the patients body. The procedure was completed with another of the same device. There were no patient complications reported.